Manufacturer narrative:
Insulin pump received with all operating currents within specific and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08850 inches. No possible over/under delivery anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was giving incorrect amounts of insulin. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The insulin pump was under delivering insulin when they were giving boluses with no carbs entered. Customer stated that the customer was trying to give 2.1 but the insulin pump only gave him 1.2 units troubleshooting was not completed. The insulin pump will be returned for analysis.